Event description:
It was reported that during impaction of the femur on the femoral handle, the cr impactor tip broke into two pieces and fell on the floor. The nurse verified that all the pieces were accounted for and another one was opened to continue with the surgery. There was no consequences or impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices were received; therefore, the condition of the components is unknown. The provided photograph shows that the impactor pad is fractured. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.